Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
The customer has been prompted to fill her cartridge with a minimum of 50 units with three different cartridges during filling tubing even though 250 units were added to the cartridge. There was no impact to the customer's blood glucose level.